Event description:
It was reported: very small welt on pts left neck. Immediately began to ice. As of (B)(6) 2013 still have scar where one of welts/blisters was. All others seem to have gone away but can still kind of see. Raised a little, looks like a line. There was 8. Been the same for 2 and a half months.